Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were ¿black dots¿ inside the tubing of an amia automated pd cycler set. This occurred during set up of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation with original caps attached to the connectors. A visual inspection with the naked eye was performed and black particulate matter was observed inside the drain line tubing.the reported issue was verified. The particulate matter was identified as a pin build up that occurred during the tubing extrusion process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.